Event description:
When 12mm endoscopic rotating multiple clip applier activated, it fired two clips at the same time instead of one clip. Surgical team aware and will follow patient. Device taken out of circulation. Protocol followed. Manufacturer response for ethicon ligaclip, (brand not provided) (per site reporter): rep has product for quality review.